Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. No excessive no delivery alarm was noted. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a minor scratched lcd window, and a scratched reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Additional cosmetic damages include a cracked reservoir tube lip, cracked battery tube threads, a minor scratched lcd window, and a scratched reservoir tube window.

Event description:
The customer reported via phone call the last 2-3 days, she had a hard time with the insulin pump giving a no delivery alarm every time she changes it. Customer's blood glucose was running about 500 mg/dl. Customer stated that she changed the set twice today and when she removes the site, the cannula is not bent. Customer's blood glucose was 490 mg/dl at the time of the incident. Customer has not tried different infusion set types but has tried different boxes of infusion sets. Customer stated that she has tried a fresh site. Customer stated that the tubing is not bent or kinked. It was explained that strain on the tubing connector cap may contribute to a no delivery alarm. Customer stated that they have tried all remedies. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to revert to a back-up plan.